Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple minimum fill messages. Reportedly, the cartridge was filled with 250 units of insulin. The customer declined to provide a blood glucose level; however, reported being "fine."